Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Physician reported "capsular contracture", baker grade unknown and "possible rupture on the left side." Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: one opening extended on the posterior, red particles on the shell and gel, crease fold and underweight. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.